Manufacturer narrative:
Communication with the user facility indicated that an extra-corporeal circuit line became disconnected during a bypass procedure. The perfusionist reported seeing a few drops of blood on the floor and noticed that the connector did not appear to be on all the way. He was waiting for tie bands to be put on the connection, when the line "blew off". The lines were immediately clamped, the tubing section was re-connected and the arterial pump was confirmed to have no air. The volume of blood lost was estimated to be between 500-1000-cc. The pt was given albumin and is reported to be in stable condition. The user facility reported that the procedure was completed successfully without any further complications. The involved sample was returned and evaluated. Visual examination confirmed there was sufficient bonding between the tubing and connector. Follow up communication with the user facility indicated that there have been 4 previous occurrences of leakage at the connector, however event specific info was not available. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed the following: (1) the pack was built to customer specifications; and (2) there were no indications of any production related problems. However, the customer has since updated their specifications for this kit to include a tie-band on the connector. All subsequent production of this convenience kit has been made according to the revised specifications. This action is expected to minimize the potential for a recurrence of the reported event. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a device defect or malfunction. The device labeling does address the potential for leakage in the instructions for use with recommendations to carefully observe all connections before and continuously during use. All available info has been placed on file in qa for appropriate tracking, trending, and follow up.